Event description:
A malfunction was reported on the pump by the customer, and blood glucose levels exceeded 500 mg/dl with the value displayed as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not experience any ketones or require third-party assistance. No injuries were reported. Tandem customer technical support (cts) confirmed the shipping address and informed the customer that a replacement pump with updated software would be sent, and training would be available through their tandem source account. Cts also instructed the customer on returning the problematic pump and placing it into storage mode prior to return, and the customer understood and acknowledged all instructions.